Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the monitor was failed a baseline test and was unable to recognize ecgs or therapy electrodes. The cause for the failure was isolated to contamination on the j1001 pins. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing gong alerts.